Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
The device system was removed due to an infection. The infection started in the end of (B)(6)2006. The infection was so bad that when the patient sat down ¿it would pour out of her back¿. The device system delivered morphine.